Event description:
Blood was leaking continuously from arterial limb (cracked arterial female luer). The catheter was repaired by: 5" betadine soak, cut catheter with sterile scissors, inserted "quinton" pd connector. The patient received antibiotics prophylactically.